Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted during testing. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump noted during testing. No missing screen during testing. The insulin pump passed the self test. The insulin pump was received with missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer reported that the buttons were unresponsive. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with the insulin pump. The customer stated that the insulin pump got exposed to moisture. The customer stated that they had failed battery test alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.